Event description:
It was reported that the patient felt shocking sensations in multiple locations on her body; hands, feet, and face. It has happened approximately hourly for the past year, in any body position. Further information is being requested from the hcp.